Manufacturer narrative:
H6. Method: reviewed mfg/inspection records with no discrepancies noted. Device met dr's prescription. H6. Results: designed in accordance with dr's prescription and implanted per prescription. H6. Conclusions: device designed for pt's small femoral canal. The implant sized at 4mm distal diameter had inherent risk for failure.

Event description:
Custom stem, mfg per dr's prescription broke.